Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 8atm and 12atm accordingly. However, at third inflation, it was noted that the balloon ruptured vertically within 20 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.